Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was not confirmed. However, a high brightness failure to enter and detection lever wear were noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the visera elite xenon light source main lamp suddenly went out during a therapeutic transurethral lithotripsy procedure. The device was restarted and the same unit was used to complete the operation. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The reported event (main lamp and emergency light not powering on) was unable to be duplicated during the device evaluation. Based on the results of the investigation, it¿s probable the main lamp temporarily disappeared due to deterioration caused by normal use of the main lamp. The root cause of this event was unable to be identified. Additionally, the root cause of the emergency light not turning on was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
In addition to the main lamp suddenly going out during a therapeutic transurethral lithotripsy procedure, it was also reported that the emergency light did not turn on. This report is submitted for the main lamp and emergency light not powering on.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to b5, h6, and h10. The error code 102 was not duplicated during the device evaluation. Based on the results of the investigation, it¿s probable that the error code 102 occurred because the main lamp went out temporarily. The root cause of the error code 102 was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received regarding the device investigation. The subject device log displayed an error code 102. This report is submitted for the main lamp and emergency light not powering on, as well as error code 102.